Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer received multiple temperature alarms. The customer's blood glucose level was not impacted. The customer found the alarms in the pump history, but could not remember the event. No additional information was provided.